Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No blank display anomalies or snowy screen anomalies noted during testing. Unit communicated properly with glucose sensor simulator and the guardian link transmitter; the correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor disconnect anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained serial number label, peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The screen had a whitewash tint to it. The display anomaly had occurred three times. It was occurring during the call. There were little lines across the screen. The customer¿s blood glucose level during the incident was 52 mg/dl. The customer reported that the display was solid white. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.